Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 228mg/dl. The customer's most current level was 264mg/dl. The customer states their levels had been in the 400mg/dl. The customer states they treated with the pump only. Troubleshoot was conducted. The customer declined to conduct high pressure testing due to not having set to replace at the time. The customer was advised that replacement sets could be sent out. The customer declined to conduct test. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised to contact their healthcare provider regarding unexplained high levels.